Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow was intermittently unresponsive and the contrast button was unresponsive. The down arrow and ok buttons responded appropriately. During investigation, evidence of contamination was found under the contrast, up, and down key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Event description:
On (B)(6) 2012, the patient contacted animas and reported that the keypad buttons were unresponsive that day. The patient reported the pump menu was stuck on the bolus screen and was unable to deliver a bolus. The patient reported that when the pump was rebooted, they were unable to advance passed the verification screen. The patient denied damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.